Event description:
The end user reported that he developed very small red raised pimple that are painful and sometimes burns. He mentioned that these pimples have no visible head and are about three millimeters in diameter and located near the edge of his stoma. He has applied neosporin powder and gauze but noticed no change. He also mentioned that his skin barrier is pre cut and that he cleans the area with alcohol wipe and sometimes uses karaya powder or a wafer seal. He seen his physician, who excised and drained this area twice and prescribed nystatin, however he stated that his prescription was changed to pramoxine one percent zinc oxide, which he applies three times a day and covers the area with either a piece of cotton or a cohesive wafer. He further reported that no biopsy has been performed. He was instructed to keep this area covered and protected it from stool by using powder and wafer. He stated, if there was no improvement after a couple of weeks, he will contact his wound ostomy care nurse.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).